Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to the (B)(6) 2014. On (B)(6) 2014 the device the weekly auto self-test due to a low battery. At this point the pad-pak would have been installed for almost 51 months. On the (B)(6) 2014 a new pad-pak was installed and the device was manually powered passing a self-test. The device continued to perform to specification up to (B)(6) 2015. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between (B)(6) 2015 and the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.